Manufacturer narrative:
Investigation is complete to date. Should additional information become availble this event will be updated.

Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) detected varying impedances on this right ventricular lead. Impedances ranged from 1000 to 1400 ohms. Thresholds had also increased since implant. In addition, the left ventricular lead had been programmed off in preparation for a lead revision due to greater than 2000 ohms recorded by the device and normal ohms through the pacing system analyzer. The physician observed blood in the left ventricular port after removing the port plug. The blood appeared to have prevented the lead from being fully inserted into the port. Initially the blood could not be removed. However, ultimately the blood was cleared from the port, the left ventricular lead was extracted and a new lead successfully implanted. In addition, it was reported that the right atrial lead might have been damaged during the procedure and therefore it was surgically abandoned as the coil unraveled. A non-boston scientific lead was successfully implanted. This patient's pocket was reported to have been reopened three times since the initial implant to address issues.